Event description:
The reporter indicated not being able to obtain telemetry until after completing the intrinsic sensing test. The device was then connected to the 0064 endotak. It was placed in the poket and the wand was placed over the device. Several attempts were made to receive telemetry from the implant test menu each time the message read something like "attempt unsuccessful. Sensing noise. Please retry." The test was discontinued and the intrinsic sensing test was started. The reporter indicated hearing communication clicking start at a high pitch and shift to a lower pitch. The iegm then started.